Event description:
It was reported that (1)hp052 was used during a unknown procedure. It was reported by the rep that the handpiece emitted solid tone while removing gallbladder from liver bed. Opened another device to finished the case. There was no consequence to patient.